Manufacturer narrative:
Logs indicate 2,000 mcg/ml baclofen was being delivered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: 2015 (B)(6) explanted: 2017 (B)(6) product type catheter product ID 8596sc lot# serial# (B)(4) implanted: explanted: product type catheter: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Pump (pli 10): eval code-conclusion 92 updated to 11. Eval code-result 3233 now applies. Catheter (pli 20): eval code-conclusion 92 updated to 11. Eval code-result 3233 now applies. Catheter (pli 30): eval code-conclusion 11 now applies. Eval code-result 3233 now applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned to the manufacturer for analysis. There were no further complications reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8596sc (B)(4) implanted: (B)(6)2012 explanted: (B)(6)2017 product type catheter the pump and catheters were returned for analysis. Destructive analysis of the pump found corrosion and wear on the internal gears inside of the motor, and a stall that was a result of shaft-bearing. Analysis of the 8781 catheter identified damage to the transition tubing. Analysis of the 8596sc catheter found no significant anomalies; the partial catheter was returned in segments and was found to be acceptable during testing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with an unknown concentration and dose. It was reported the pump experienced a motor stall on (B)(6) 2016. It was unknown what environmental/external/patient factors might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting were performed. They were going to replace the pump. The representative was not given information as to why it had taken so long to get the pump replaced, or why they weren¿t notified sooner of the issue. No patient symptoms were reported. The issue was resolved at the time of the report. The patient status at the time of the report was alive; no injury. The pump would be returned to the manufacturer for analysis. Additional information received on 2017-sep-21 from the hcp via the representative reported the pump was replaced that day. During the replacement, the hcp tried to aspirate the catheter, but could not. The hcp fully explanted the catheter and replaced it. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported they were relieved by another representative for the case who stated the catheter was replaced and discarded.